Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump alarmed after battery installation due to connectors on interface board leaking voltage. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.